Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u415044rx pta balloon dilatation catheter allegedly experienced failure to advance and material deformation. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided